Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it exhibited a battery depletion code. Review of device data by boston scientific technical services confirmed the battery is depleting consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. No intervention has been performed at this time and the s-ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.